Manufacturer narrative:
Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 2.5 mm diagonal tear in the balloon, approximately 5 mm from the balloon proximal tip. The review of the lhr (lot f1032312) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access to the common femoral artery was obtained via a 6f procedural sheath. A pre-procedural femoral angiogram showed heavy calcium at the vicinity of the arteriotomy. There was no anticoagulant on board. Following the procedure, the physician who is trained to the mynx procedure, chose the device for femoral arterial closure. It was reported that the balloon was prepped and deployed without any issues, however when the physician retracted the balloon to the tip of the sheath (1st stop), a balloon rupture occurred. The device was removed and the patient was converted to manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.